Event description:
This report of an alcl related death was reported by dr (B)(6) to FDA on 06/24/2019. Event occurred in (B)(6). Alcl on right side. Date of progression: (B)(6) 2015. Time exposed: 10 years. Cosmetic indication. Presented with mass / mets. Explantation, partial capsulectomy, and axillary clearance performed. Pt received chemotherapy. Cytology: alcl found in capsule and axillary lns. Histology: mass. Date of death: (B)(6) 2015.